Manufacturer narrative:
Continuation of d10: product ID: pscc100 (0012552875); product type: 0609-catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a pulsed field ablation procedure, after right inferior pulmonary vein (ripv) treatment, the loop catheter was positioned outside of the shaft. Upon removing the catheter from the body, the array of the catheter was observed to be deformed and inverted. The catheter was replaced and the procedure proceeded. St elevation was then observed in the electrocardiogram (ECG) leads ii, iii, and avf. A nitrate medication was administered and a coronary angiogram was performed. The angiogram confirmed the coronary sinus was spastic. The st elevation returned to the pre-procedure state and the procedure was completed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic unknown, product type: sheath; product ID: non-medtronic unknown, product type: radiofrequency (rf) needle; product ID: non-medtronic unknown, product type: cardioversion system; product ID: non-medtronic unknown, product type: guide wire product event summary: the pscc100 loop catheter with lot number 0012552875 was returned and analyzed. No anomalies were identified during visual inspection of the shaft and handle segments. During inspection, an inverted array was observed and the spiral array pebax tube was observed to be kinked. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of the steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, and the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of the sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks or other anomalies were observed along the extended portion. The electrical continuity test did not reveal any anomalies. In conclusion, the reported array inversion was confirmed during analysis and the catheter did not pass returned product inspection due to an inverted array and kinked array pebax tubing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that cavotricuspid isthmus (cti) ablation, which was performed using the second loop catheter, was suspected to have caused the st elevation. The st elevation occurred six minutes following cti ablation.